Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted that the header was separated from the device, which was likely induced during the explant procedure. Upon magnet placement, the device emitted beeping tones as designed. Beep on sensed was turned on, which also forced the device to produce beeping tones. Further analysis observed a compromised low-voltage capacitor, which resulted in a high current condition. The device did meet the longevity expectation per programmed values. Technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the device was explanted. During the explant procedure, the physician encountered difficulties removing the chronic leads from the header of the device. Eventually, the physician was able to remove the leads. The device has been returned for analysis.

Event description:
Boston scientific received information that when attempting to demonstrate beeping tones to the patient implanted with this device, tones could not be exhibited when the device was programmed to beep on sensed or paced r-waves. Additionally, tones were not exhibited when a magnet was placed over the device area. Additional information was sought from the local boston scientific sales representative, however, additional information was unavailable. To date, no adverse patient effects were reported with this clinical observation.